Event description:
Customer stated that during the removal of the device that the device would not completely collapse. Engagement of expansion tool was difficult, however, after repeated attempts, the device was collapsed and successfully removed.

Manufacturer narrative:
This report is being filed based on an internal audit review of complaint files using revised and updated internal procedures. The device was returned to the company and an engineering eval concluded that although the proximal hub of the device appeared to have been broken (no cause for the breakage could be determined) the device was able to be expanded and collapsed by engaging the expansion tool.